Manufacturer narrative:
Corrected data appears in section d1, d2, d- product was initially reported as a thora seal 1 but uwd adjustable tubing was returned and the customer verified this was the complaint product. The tubing was used in conjunction with a thora seal 1 cdu. Cdu is supplied with rigid bottle and non-adjustable tubing. Uwd can be used with various bottles and is flexible tubing. If the feature is not known, as it appears in this instance, the customer could pull the tubing above the waterseal during repositioning. This seems to be what happened. No product problem was identified. Lot history could not be checked as the number supplied was not good. This appears to be an instance of user error.

Event description:
Customer reports, following the insertion of a thora seal 1 and checking that the rigid tube was below the water level, the theater staff were positioning it on the floor by handling the chest tubing. It was noticed that the tube maintaining the uner water seal had risen above the water level resulting in air entering into the chest cavity.